Event description:
It was reported that noise had been observed on the right ventricular lead of an asymptomatic patient. The physician opted to revise the lead. On (B)(6) 2014, the lead was explanted and replaced. Upon explant, an abrasion of the leads insulation was noted.

Manufacturer narrative:
Final analysis of the lead found insulation abrasions at 10.5-10.7cm, consistent with friction against the device can. The abrasion could have contributed to the noise seen in the field.